Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer had not yet addressed their bg at time of call with customer technical support. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.